Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 9 months following the implant of a transcatheter aortic valve, the valve stenosed, resulting in regurgitation of unknown type and severity, heart failure and hemodynamic instability. Subsequently, the valve was explanted and replaced with a surgical valve.

Event description:
It was reported that approximately 4 years and 9 months following the implant of a transcatheter aortic valve, the valve stenosed, resulting in regurgitation of unknown type and severity, heart failure and hemodynamic instability. Subsequently, the valve was explanted and replaced with a surgical valve. Additional information was received that the regurgitation was severe and eccentric. With extensive interrogation, it appeared to be due to valve prolapse directing eccentric aortic regurgitation against the aortomitral curtain and anterior mitral valve leaflet. The patient was reported to be discharged and stable.

Manufacturer narrative:
Updated: a4, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received within a specimen jar, submerged in unidentified solution. Leaflets 1 and 3 were observed in a closed configuration, while leaflet 2 was observed in an open configuration. Leaflet 1: localized nodules of calcific deposits were observed adjacent to the margin of attachment distal to commissure 3-1. Localized tissue loss was observed immediately adjacent to the calcific deposits. Overall leaflet calcification was noted on the inflow surface, distributed throughout the belly and extending into the mid-belly region and inferior coaptive areas. Leaflet 2: overall leaflet calcification was noted on the outflow surface, distributed throughout the belly region and extending toward the commissural regions. Additional calcific nodules were observed on the inflow surface. Two localized areas of leaflet dehiscence were observed along the outflow margins of attachment distal to each commissure, with remnant leaflet tissue remaining attached at the commissure. Leaflet 3: overall leaflet calcification was noted on the outflow surface, distributed throughout the belly region and extending toward the free margin and commissural regions. Additional calcific deposits were observed on the inflow surface, extending from the margin to the attachment, into the belly and inferior coaptive area between l3-l1. Commissure 3-1 exhibited localized nodules of calcific deposits at the commissure pad, with more extensive calcification noted distal to the commissure. Commissure 1-2 exhibited an intact commissure pad. Distal leaflet dehiscence was observed at the superior coaptive junction adjacent to this commissure. Commissure 2-3 exhibited an intact commissure pad, with localized calcific nodules noted distally. Leaflet dehiscence was observed at the superior coaptive junction adjacent to this commissure. The sutures along the outer aspect of the frame appeared intact. No damage, such as bends, kinks or fractures, was identified on the frame. Traces of pannus adhered to the outer aspect of the frame, with minimal adherent pannus noted at the margin of attachment of leaflet 3. Remnants of tan to maroon pannus adhered to the outflow frame. Radiographic imaging confirmed calcification involving all leaflets and the coaptive junctions of commissures. No stent fractures were identified. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.